Event description:
It was reported the patient experienced a dural tear during a trial procedure. The following day the patient experienced headaches. As a result, the patient's lead was removed. The patient was prescribed pain medication for the headaches.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.